Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported and no product was returned under this complaint. Information provided by the account indicated that the patient was readmitted on (B)(6) 2019. The patient ultimately underwent a pump exchange on (B)(6) 2019 and (B)(6) was returned and investigated in MFR# 2916596-2019-04363. The details of the patient's readmission and pump exchange were previously reported under MFR #2916596-2019-04363. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Information related to symptoms and treatment of previous admission noted, prior to (B)(6) 2019, are unknown and specific event date was not provided.